Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Other text: not returned.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: high levels of chrom and cobalt.

Manufacturer narrative:
Added: (date of birth) corrected:

Event description:
Update jul 24, 2017: claim letter, reconciliation patient name and asr snapshot received. Dob updated and added complainant information. This complaint was updated on sep 27, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint: asr revision, asr hip resurfacing system - right, reason(s) for revision: unknown. Update: added revision reason. Received: (B)(6) 2013. Reason(s) for revision: high levels of chromium and cobalt. Update jul 24, 2017: claim letter, reconciliation patient name and asr snapshot received. There is no new information. This complaint was updated on sep 27, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4).

Manufacturer narrative:
Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.